Event description:
It was reported that during revision the offset couplers were not delivered on time. Delay of 1 hour reported. No injury reported. Back up available.

Manufacturer narrative:
It was reported that during a revision surgery, the legion offset coupler was not delivered on time. Therefore, a delay of one hour was reported. The investigation conducted on this case found that the coupler was properly ordered but the order was not complete upon delivery. An inbound check was made upon receipt against the devices but not against the delivery note, the mistake was realized just before the surgery. The smith and nephew sales representative contacted customer service and asked about the missing set. Smith and nephew organized a courier to deliver the set in the fastest way possible. In order to prevent this error from occurring in the future, all orders are now placed through the loan app. This requires the sales representative to choose every material needed for the surgery/procedure. The customer service team member then just copies and pastes the order into sap mymediset. At this time we feel these actions will prevent recurrence of this failure. A relationship between the event was corroborated. No additional actions are required to be taken at this time. No further investigation is warranted for this complaint; however smith and nephew will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened and reevaluated.